Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported by the customer that the "single use 4.2 drill bit snapped into two while drilling. One piece was stuck inside the patient's femur and had to be removed with kelly forceps." It was later confirmed by the surgeon that this event was confirmed to be a user error with no issue with the drill bit itself. The nail was completely broken into 2 pieces at this point in the nail.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the customer that the "single use 4.2 drill bit snapped into two while drilling. One piece was stuck inside the patient's femur and had to be removed with kelly forceps." It was later confirmed by the surgeon that this event was confirmed to be a user error with no issue with the drill bit itself. The nail was completely broken into 2 pieces at this point in the nail.